Event description:
It was reported by the customer that a bd pyxis¿ es server sig codes are not cross over to the "pick now" option on the medstation. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by code was empty on the server. A technical support specialist found the code was empty on the server, customer updated the codes and verified. The system functioned as intended after the technical support specialist investigated the device.